Manufacturer narrative:
It was reported that the carbon table top was damaged. A getinge ¿ maquet service technician was on site and inspected the product in question. It was detected that edges of the carbon table top were chipped off. This kind of damage is caused due to collision of the table top and obstacles under the table top or when colliding with obstacles against the table top. In the instructions for use (IFU) the user is warned concerning the risks related to collisions and advised as follows: "during the adjustment procedures, always pay attention to the or table and accessories and avoid collisions. Ensure that tubes, cables and drapes are not trapped." Besides the user is told in the IFU not to use a defective product. We assume that this issue occurred due to a use error. The product was damaged due to a use error and afterwards the product was used despite the mentioned damages. No serious injury or required medical intervention was reported. Since the extent of the reported cut is unknown, we err on the side of caution and report this as serious injury. Getinge-maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report. The complete event site name is (B)(6) and the postal code is (B)(6).

Event description:
It was reported that the table top was damaged due to a collision. A user has cut his or her hand on the damagd surface during cleaning. Manufacturer reference# (B)(4).